Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the interlink ext 2 adapter line connection detached and caused blood leakage.

Manufacturer narrative:
Investigation summary: the two actual tubes were out of the chemical liquid outflow side lure, and traces of solvent were found in the tube connection part in both cases. No abnormality related to this event was found in the manufacturing process of this lot. There were no other similar event reports in this lot. Temperature test 22.2 n tensile test is carried out on extracted sample and connection portion of chemical solution outflow side luer and tube, and leak test is carried out in all in the assembly process of final product. In addition, dispensers are used for solvents at the bonding site, and coating and bonding are done manually, but the coating amount is controlled by a dispenser, and the coating amount is checked for each operation shift. Because traces of solvent were found in the connection part and no abnormality was found in the manufacturing record, it was inferred that an excessive load was applied to the part and the tube was out of the chemical solution outflow lure .

Event description:
It was reported that the interlink ext 2 adapter line connection detached and caused blood leakage.